Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned one piece. Visual examination found two external insulation abrasion breaching the outer insulation exposing the outer coil, one at proximal region consistent with friction to the device can, and the other one at the distal region consistent with friction to another device or feature of patient¿s anatomy. The cause of the reported event was isolated to the exposure of the outer coil at the abrasions zone.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. The patient's right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. Meanwhile, the patient's right ventricular (rv) lead was oversensing noise resulting in pacing inhibition. Both the ra and rv leads were explanted and replaced. The patient was in a stable condition.